Event description:
The site reported the following to a bayer r and I rep: a (B)(6) year old female pt with a known cardiac condition underwent a cardiac catheterization and suffered an air injection while connected to the avanta fluid management system. The pt became unstable and required defibrillation and intubation. After immediate treatment, the pt was brought to the ICU for recovery. The pt was reported to be fine neurologically. The physician that performed the procedure admits to not being confident that he purged the system properly before the procedure.

Manufacturer narrative:
A bayer r and I service engineer is unable to perform an injector checkout at this time. A checkout of the system will be performed in (B)(4) 2014. The disposables from the alleged incident were discarded and not available for eval. The site provided lot numbers in use during the alleged incident. Testing of retain samples showed the product performed to spec. The avanta fluid management system has been in use daily at the site since the reported occurrence. Add'l applications training was performed on (B)(4) 2013. A f/u report will be submitted once add'l info is received regarding the injector checkout.